Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced continuous glucose monitoring value unavailable via inpen application home screen. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8061.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document (B)(4). Issue is confirmed. After investigation it was found that the inpen app was not showing any cgm data due to the patient not having connected their medtronic cgm carelink account through the inpen app. Firebase showed not active cgm and gcp logs showed no evidence the patient had attempted to connect the medtronic cgm. To assist with the resolution of the issue, we provided the helpline team with the following information: please have the patient attempt to connect to medtronic cgm through the inpen app and login to their carelink account for them to see glucose data. The helpline has confirmed the recommended steps provided has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.